Event description:
It was reported that the pump became hot to the touch, and although there were no recorded temperature alarms. The pump was charging using tandem charging supplies at the time. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.